Manufacturer narrative:
(B)(4).

Event description:
Pediatric patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed error call tech support on (B)(6) 2016. The pediatric patient did not report injury or medical intervention. No additional patient or event information is available.